Event description:
Each time I used the voldyne 5000, my oxygen saturations dropped below 90 and I wheezed more. When I quit using it, my saturations remained above 90 and I was able to be discharged. I am allergic to paper and was not aware that the bottom of the unit is paper and was causing the wheezing until I got home and took the tool apart. Dose: 2500. Frequency: every 10 minutes. Route: po. Dates of use: 2005. Diagnosis: postop anaesthesia. Event abated after use stopped: yes.